Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had multiple issues with insulin pump. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated that the insulin pump had unexplained no delivery alerts, motor errors in the past, diminished battery life, rejected batteries, buttons hard to press and sometimes had to press more than once, screen difficult to read in sunlight, some polarization on screen, slow to rewind, insulin pump had to rewind more than once to prime, lost settings unexpectedly and time on insulin pump runs slow after a while. The device will not be returned for analysis.